Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included adenomyosis, hemorrhagic cyst, abdominal pain, stool analysis abnormal, multigravida, parity 5, dysmenorrhea, dyspareunia, fibroid uterine enlarged, nabothian cyst, corpus luteum cyst and nickel sensitivity. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy for removal of essure coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she had an essure implantation in 2013 (as reported)- discrepancy. Discrepancy noted: essure removal date as per mr is (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: tubal occlusion. Essure coils in the fallopian tubes without contrast spillage. Ultrasound pelvis - on (B)(6) 2016: transabdominal and transvaginal complete pelvic ultrasound female pateint has pelvic pain, dysmenorrhea and dyspareunia. She had an essure implantation in 2013 with hysterosalpingogram confirming tubal occlusion in (B)(6) , 2016. Previous pelvic ultrasound in 2011 showed a extroverted uterus with heterogeneous wall echogenicity and a small fundal fibroid. Ultrasound. Suggested possibility of adenomyosis. The uterus is retroverted in position. The previously visualized fundal fibroid is not seen on current exam. The essure coils are not visualized (expected). The uterine myometrium walls are heterogeneous in echo texture. The uterus is 5.4 x 6.0 x 7.8 cm. The endometrial stripe is uniform 7 mm thickness. The cervix contains small benign nabothian cysts. The right ovary has a complex 1.5 cm cyst. The right ovarian cyst is surrounded by "ring of fire" color doppler flow as would be seen with a corpus luteal cyst. The right ovary is 1.7 x 1.9 x 4.4 cm. Small amount of free fluid adjacent to right ovary. The right ovary contains numerous 5 mm follicular cysts. The left ovary is ovoid in shape and contains multiple simple follicular cysts. The left ovary is 1.5 x 1.8 x 3.2 cm. The left ovary has normal arterial doppler flow. Impression: extroverted uterus with heterogeneous parenchymal echogenicity suspicious for adenomyosis. Right ovarian complex 1.5 cm cyst, probably hemorrhagic but lacks classic ultrasound diagnostic features.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received: previously reported event medical device removal replaced by pelvic pain." Reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report